Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual inspection upon receiving revealed no external damage. The device turned on using lab stock batteries. The device was able to obtain spo2 and pulse rate readings. The unit was found to visually and audibly alarm during alarm conditions. Customer complaint was duplicated, leds segments intermittently do not light up and led segments are flickering. Performed diode testing and diode segments failed at 1.8vdc. Observed contamination on led segments on system board. Contamination caused display flickering and prevented leds from lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-5v display flickers and part of the led display does not illuminate. No patient impact or consequences were reported.